Event description:
It was reported to aesculap ag that an activl device (part # unknown) was implanted during a procedure performed on an unknown date. According to the complainant, the patient underwent a revision due to subsidence/migration of the activl implant. Additional information was not provided. Further details have been requested. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2022-00268 (400567625 - ae-qas-sp42), 9610612-2022-00269 (400567626 - ae-qas-sp42).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: d9 - no product return. H6 - codes updated. . Investigation: up to now, there are no samples available, therefore an investigation could not be performed. Device history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Because there is no product available for analysis and neither an article number nor a lot available, a statistical analysis is not possible. Conclusion and preventive measures: root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. A manufacturing or product defect is unlikely. If the product is received at a later date, an investigation will again be performed. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2022-00267 ((B)(4) - ae-qas-sp42). 9610612-2022-00268 ((B)(4)- ae-qas-sp42). 9610612-2022-00269 ((B)(4) - ae-qas-sp42).